Event description:
It was reported that the pump touch screen unreadable. Reportedly, there was a white boarder all the way around the pump screen, only leaving about a silver dollar sized space where the screen could be viewed. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.